Manufacturer narrative:
Continuation of d10: product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the reason for call was the patient stated for at least a month or so, they have been having difficulty connecting their controller to their pump. The patient mentioned since this started, they had to try 4-5 times before it went through due to having to continually hit 'try again and try again.' When asked about the message screen, the patient stated 'retry' was the only wording that was on the screen when this happened. The patient stated they spoke with medtronic representative, for the first time about this a couple weeks ago, then the patient stated they had spoken with a medtronic rep about this on and off for the last 2-3 weeks, and was told to call patient services for assistance after talking with rep again this morning. While on the call, the patient was able to connect to the pump well without issue and read an expected lockout of 1 hour and 55 minutes. The patient confirmed they never have the equipment plugged in when they were using it. The agent assisted the patient in closing the app, turning off wifi, and resetting bluetooth. The agent then reviewed considerations and redirected the patient to call back if they need further assistance. The patient mentioned having an appointment with their doctor on the 7th. Additional information received from the patient indicated that their external device was not working properly. The patient had been having problems with it "for a while, probably 6 months or so now". The patient got a "retry" message. Per the patient, "they called and went over it with her" and reset it and they let the doctor know and they said that now they needed to have a manufacturer representative (rep) come out to look at it. It was noted that the patient recently received a new communicator. The patient was supposed to get 2 boluses a day but was "lucky to get one". Patient services assisted the patient in clearing data on the handset. The patient was able to successfully connect to the pump. Patient services reviewed the rep's role and recommended monitoring the device and to call back for assistance if necessary. Troubleshooting steps taken with patient services resolved the issue. The patient was redirected to the healthcare provider (hcp). The pump was used to deliver fentanyl and clonidine.